Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The health care professional of a clinical study reported the stimulator moved to a horizontal position and the patient was unable to charge. Ultrasound was used as a diagnostic measure and intervention involved revision of the stimulator on (B)(6) 2015. The etiology was due to the stimulator pocket and was related to the device, therapy, and implant procedure. The event was considered ongoing at the time of report. If additional information on outcome is received a follow up report will be sent. Patient indication for use is non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was the location of the pulse generator. The clinical diagnosis was pulse generator moved to a horizontal position. It was hard for the patient to charge. The outcome was resolved without sequelae. Interventions included revision. The event resulted in an unscheduled clinic or office visit. The etiology was noted as related to the device or therapy and related to the implant procedure. Diagnostic methods included ultrasound which showed movement.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that diagnostic methods included an ultrasound which showed movement to horizontal position.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. There was poor coupling. The clinical diagnosis was that the pulse generator moved to a horizontal position. Interventions included repositioning the ins. The event resulted in an unscheduled clinic or office visit. The etiology was noted as related to the device or therapy and related to the implant procedure.